Event description:
It was reported that a half day infusor had particulate matter inside the balloon. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 30, 2014 ¿ october 31, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 2.03 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.